Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was returned to pentax medical from a customer on 04/10/2017 with a concern of poor image quality. Inspection of the unit was performed on 04/11/2017 where the quality control inspector found the following: insertion tube bubbling. Failed dry leak test. Failed wet leak test. Leak at biopsy channel (large/ primary) distal side. Image noisy. Umbilical cable single buckled under pve root brace. Rubber trim collar severe cut. Primary operation channel resistance. Distal cap missing silicone. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. Repairs were performed which included replacement of the following components: o-rings and seals. Air/water tube. Deflector operating wire. Operation channel. Bending rubber. Segment attaching screw. Insertion flexible tube. Segment assy attaching screw. Staycoil collar. Segment staycoil assy imp-c/pb-free. Rubber trim collar. Rl pulley assy. Ud pulley assy. Light guide cable. Distal case/cap. Root brace rubber. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the customer on (B)(6) 2017.